Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the came to the emergency department after having received shocks. A review of the remote monitoring transmission suspected that the rhythm might have been atrial fibrillation with rapid ventricular response instead of ventricular fibrillation or fast ventricular tachycardia as indicated by the device. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had stopped taking their beta blocker. The beta blocker was re-initiated after these episodes occurred.